Manufacturer narrative:
Product event summary: the pump was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the log files revealed normal power consumption and no alarms logged for the past 14 days up to 06dec2016. Failure analysis of the returned pump revealed that the device passed visual examination, functional testing and dimensional verification. Independent pathological report revealed no evidence of thrombus within the device. Based on the investigation conducted, there is no evidence of a malfunction that may have prevented the pump from performing as intended. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing vad support. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Peripheral thromboembolism is a potential complication that may be associated with use of this product and in patients with heart failure and pre-existing peripheral vascular disease. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
A report was received that a patient developed a splenic infarct in (B)(6) 2016. This appears to have been confirmed by a computerized tomography (CT) scan. Details regarding the exact date of the event, patient symptoms, results of any other diagnostic testing and any treatments provided were not reported. The event is presumed to have occurred as a result of an embolic event; though this has not been confirmed as of the date of this report.

Manufacturer narrative:
Additional information received indicates that this splenic infract event was identified through routine surveillance computerized tomography (CT) scans for a small pulmonary nodule that had been discovered in (B)(6) 2015. The patient had been undergoing these routine CT scans every three months. In (B)(6) 2016, the routine CT noted that the previously identified splenic infarcts had become more extensive. The site reported that this event may represent an ongoing thrombotic process although this was not definitively proven. The patient's unos status was changed to 1a based on the possible thromboembolism events and the patient underwent cardiac transplantation on (B)(6) 2017 heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.